Manufacturer narrative:
(B)(4): incident description.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings:.the bolus button cover was intact. The bolus button responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the audio bolus button was not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
Refer to pi# (B)(4) for submission of 3500a report to the FDA.